Manufacturer narrative:
Event was notified to the manufacturer on (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic left upper left lung resection, on excision of lung tissue, the stapler was able to fire and there was poor staple formation. They replaced a new staple to complete the case. There was no patient injury.